Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut during a procedure. Aspiration was working. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of did not cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port and foreign material in the port, on the cutter and on the needle. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for cut and was found non-conforming for actuation and aspiration with the inner cutter remaining in the port for both functional tests. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks and wear marks were observed at a couple locations along the inner cutter. The inner cutter/coupling bond was observed to be cracked, however the integrity of the bond joint was not compromised: the inner cutter is not loose. The sample was tested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to actuate and aspirate. The initial actuation and aspiration tests failed due to an interference within the probe and once the interference (needle/shell assembly) was removed the probe was able to actuate and aspirate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm the returned probe had a cut failure. The evaluation indicated that the probe had an actuation failure and, unrelated to the reported event, had an aspiration failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The cause of the aspiration failure is the inner cutter remaining in the port due to the observed actuation failure. The most likely cause for the actuation failure is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement of the cutter shaft. How and when the inner cutter became damaged/worn cannot be determined from the evaluation performed. The evaluation did not confirm the reported cut failure and the exact root cause of the actuation failure is unknown, therefor, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is:(B)(4).